Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 05-mar-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25319.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-jan-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 22 year female patient back & chest pain. There was no additional information. Method date, tested results (ng/l), sample positive/negative: I-stat (B)(6) 2026 , 19:30 >1000, a positive. I-stat (B)(6) 2026, 19:55 >1000, b positive. Positive cut-off value for I-stat troponin test: 13. Final patient diagnosis: precordial pain. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci. Sex: n. (Ng/l, pg/ml). (Ng/l, pg/ml). Female: 490, 13 (10, 17). Male: 404, 28 (19, 58). Overall: 895, 21 (14, 30).